Event description:
When arriving to the hospital the emt switched from their mseries defibrillator and attached the hospital's mseries defibrillator to the multi-function electrodes that were attached to the pt. The clinican then attempted to shock the patient at 200 joules and got a "bridge test fail" message and a spark occurred under the anterior electrode. The clinician then switched to paddles and attempted to shock the p again and received a "bridge test fail" message and on the third attempt the device discharged. The pt was pronounced deceased. Prior to arriving at the hosp the emt's delivered several shocks to the pt without converting the pt.